Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report, admission note, image of stents) was reviewed to establish whether a device deficiency contributed to this event. The provided photograph of two dislodged stents was reviewed. Two deformed stents are visible. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The complaint instrument was used after the product has expired which is warned against in the IFU. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
Multiple passes with rotapro (rotational atherectomy) due to calcification, lead to type iii perforation of proximal lad. The pk papyrus covered stent system was selected for treatment of the perforation. Initially, tried a block and deliver technique (placed a second wire, bmw) into the distal lad, and over this tried to deliver the pk papyrus, but this stripped off. Eventually, it was possible to retrieve the stent. Lot expired 1y 5m before intervention.

Manufacturer narrative:
06-dec-2022 initially, a wrong lot number and size (lot 02192475 / pk papyrus us 3.0/20) was reported. After clarification, it could be shown that in the pk papyrus size 3.0/15 only one lot (03216395) was ever delivered to the respective hospital and was defined as the complaint lot. Corrected complaint reported on MDR-1028232-2022-06201. Closing this report. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report, admission note, image of stents) was reviewed to establish whether a device deficiency contributed to this event. The provided photograph of two dislodged stents was reviewed. Two deformed stents are visible. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The complaint instrument was used after the product has expired which is warned against in the IFU. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.